Event description:
A report received from the USA stated that an 840 ventilator failed the keyboard test. There was no report of patient involvement as a result of the event. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the keyboard. The device passed extended self-test (est) according to manufacturer specifications. Covidien ref: (B)(4).